Event description:
It was reported that the ventilator generated positive end expiratory pressure (peep) high alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
No investigation of the ventilator was requested. The healthcare facility reportedly investigated the ventilator with no issues found. Provided ventilator logs confirms the reported alarms for high peep. Successful pre-use check was performed prior and after the event. There are no technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).